Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose rose to 418 mg/dl after they had corrected with a bolus. Customer also stated their daily insulin usage was 98 units, but the customer only calculated 62 units used. Customer stated they did not add their basal rates to their daily units. No additional information provided.